Manufacturer narrative:
Preliminary analysis results revealed that the device operated as specified. The observed discrepancies were either due to the length of the measurement window or signal processing algorithms. The root-cause of the atrial oversensing could not be determined with certainty based on available data.

Event description:
Reportedly, a red alert was displayed on a remote monitoring report, stating that the detection measurement was low (0.3 mv) for the atrial spontaneous waves. When performing a sensing test during in site follow-up, an atrial amplitude of 2.5 mv and a ventricular amplitude of 7 mv were reportedly observed on the egm whereas a value of 0.3 mv for the atrial channel and a value of 4 mv for the ventricular channel were displayed on the markers chain. The output parameters were reprogrammed, and the residual longevity increased from 2 years and 6 months to 3 to 5 years. Stable capture thresholds were observed. Preliminary analysis results revealed that the red alert was displayed according to specifications. Ventricular far-field sensing was observed in the atrial channel of the recorded episodes. It may have resulted from an atrial lead positioning issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a red alert was displayed on a remote monitoring report, stating that the detection measurement was low (0.3 mv) for the atrial spontaneous waves. When performing a sensing test during in site follow-up, an atrial amplitude of 2.5 mv and a ventricular amplitude of 7 mv were reportedly observed on the egm whereas a value of 0.3 mv for the atrial channel and a value of 4 mv for the ventricular channel were displayed on the markers chain. The output parameters were reprogrammed, and the residual longevity increased from 2 years and 6 months to 3 to 5 years. Stable capture thresholds were observed. Preliminary analysis results revealed that the red alert was displayed according to specifications. Ventricular far-field sensing was observed in the atrial channel of the recorded episodes. It may have resulted from an atrial lead positioning issue.

Event description:
Reportedly, a red alert was displayed on a remote monitoring report, stating that the detection measurement was low (0.3 mv) for the atrial spontaneous waves. When performing a sensing test during in site follow-up, an atrial amplitude of 2.5 mv and a ventricular amplitude of 7 mv were reportedly observed on the egm whereas a value of 0.3 mv for the atrial channel and a value of 4 mv for the ventricular channel were displayed on the markers chain. The output parameters were reprogrammed, and the residual longevity increased from 2 years and 6 months to 3 to 5 years. Stable capture thresholds were observed. Preliminary analysis results revealed that the red alert was displayed according to specifications. Ventricular far-field sensing was observed in the atrial channel of the recorded episodes. It may have resulted from an atrial lead positioning issue.